Event description:
A 2.4mm ti locking screws implanted with a 2.4mm locking reconstruction plate broke post operative and plate raised off the bone. Pt was implanted for a tumor resection of the right mandible with a pectoral flap. There was no fibula or other bone flap in the void that spanned from the right ramus to the left parasymphasis. The screws on the right ramus were soundly fixated. The pt underwent radiation. The bone near the left parasymphasis was necrosed. The screws on the left parasymphasis were broken and the plate had moved off the mandible and punctured through the skin of the chin. All hardware was removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.